Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the meter randomly does not record the blood glucose result and any associated information (i.e. Carbohydrate amount and bolus amount) within "my data" - this may occur with a single record, multiple records or whole days of data. Caller alleges this makes it difficult to make therapy adjustments for the patient. Caller reported patient was hospitalized for 4 incidents during this time and received intravenous insulin and saline on each occasion. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.